Event description:
A series of studies were done on a particular patient. Staff were unable to locate one of the studies afterwards and it was discovered in a different patient's file. The second patient was scanned nearly a year prior. Since staff were initially unable to locate the study, a repeat procedure was necessary. The vendor states that the technician must have selected the wrong patient, but the number of steps necessary to accomplish this, along with other details, suggest this was more likely a software error. This is particularly true since it was not a currently scheduled patient. Selecting a patient from many months prior is unlikely. The technician is convinced this was a software error and not a staff error for a number of reasons.====================== manufacturer response for gamma camera system======================vendor says this was user error but our staff do not agree with that finding.